Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision to be revised on (B)(6) 2014; asr xl- right; reason(s) for revision: pain; noise and metallosis; 2nd revision of 2 - for first revision see (B)(4).

Manufacturer narrative:
Asr revision to be revised on (B)(6) 2014 asr xl- right reason(s) for revision: pain; noise and metallosis 2nd revision of 2 - for first revision see com 040849 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.